Event description:
Homecare pt's mother called, concerned about an enteral feeding solution delivering faster than the rate set on the pump. The pump was set to deliver 105 cc/hr. The actual delivery was about 300 cc/hr. There was no illness, injury or medical intervention resulting from the event. One pt involved.